Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an out of range shock impedance. A commanded impedance test demonstrated an impedance of 20 ohms, and historical review of the impedances on this lead demonstrated low-normal impedances of 24 and 22 ohms. Implant impedance was also low, at 33 ohms. A guidant technical services (ts) consultant discussed the significance of this low measurement, stating the critical shocking therapy could be impacted. Ts stated that since measurements have alway been on the low end of normal, the decision to invasively evaluate will need to be made by the patient's physician. To date, there have been no reported patient symptoms associated with this clinical observation.